Event description:
Literature: tsai s, lin s, chou y, et al. Prognostic factors of subthalamic stimulation in parkinson's disease: a comparative study between short- and long-term effects. Sterotact funct neurosurg. 2009; 87(4):241-8. Summary: this article presents a prospective study of 36 patients with parkinson's disease implanted with bilateral stn deep brain stimulation to identify the prognostic factors for the short- and long-term effects of stn-dbs. The patients were assessed in four states: stimulation off and medication off, stimulation on and medication off, stimulation off and medication on, and both stimulation and medication on. The patients were assessed one month before surgery and 3, 6, 12, 18, 24, and 36 months after surgery. Reportable event: two patients experienced hemorrhage/cranial bleeding. See literature reticule with MFR report #2182207-2009-06654.